Event description:
Note: the date of the event is unk. It was reported to boston scientific corp in 2008, that a percuflex ureteral stent was used during a ureteroscopy procedure. According to the complainant, the stent broke as they were putting it into the patient. The nurse stated "it was like it ripped apart". They were able to retrieve it from the pt because it stayed on the wire. Procedure completed with another percuflex ureteral stent. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record for the percuflex ureteral stent lot was performed; no anomalies were noted. A lot history search was performed and found no other complaints against lot number 9378523. The 2008 percuflex w/o wire product family trending chart was reviewed and does not show a negative trend.